Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that the infusion device does not properly display the a2 (battery low) alert prior to the e2 (battery depleted) error. This was confirmed in the infusion device alarm history. She stated the infusion device was making a strange noise during operation. She stated she experienced elevated blood glucose of 15.9-20.1 mmol/l (286-362 mg/dl) on (B)(6) 2010. She lowered her blood glucose by injecting insulin via pen. No further info is available. The pt did not require assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.